Event description:
Product only has 3 ml of prefill heparin, the product should contain 5 ml of prefill within the 10 ml syringe. The product is intact, still sealed in bag, with air bubble still present within syringe. Dose or amount: 5ml.